Manufacturer narrative:
Complaint summary: the customer reported the bedside monitor (bsm) will give waves/numerics during the first two hours and then it stops working, and the readings disappeared. It was discovered during patient use but no patient harm was reported. The customer sent the device into nihon kohden repair center (nkrc) for service. Device evaluation: the complaint device was returned, and the reported problem was duplicated. The repair was completed after replacing all malfunctioning parts such as: pump and valve. The unit was evaluated per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation summary: the customer reported a device (bsm-1733a, sn 7791) due to nibp failure. It was reported that this issue was reproduced during the testing. It was stated that the unit would give waves/numeric during the first two hours, would stop working, and the reading would disappear. Based on the evaluation of the returned device, this complaint is confirmed. The root cause of the reported issue is due to failure of the internal components. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: b4: date of this report. D9: is this device available for evaluation? G3: date received by manufacturer g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacturer? H6: adversed event problem codes: component codes, type of investigation, investigation findings, investigation conclusions.

Event description:
The customer reported the bedside monitor (bsm) will give waves/numerics during the first two hours and then it stops working, and the readings disappeared. It was discovered during patient use but no patient harm was reported.

Event description:
The customer reported the bedside monitor (bsm) will give waves/numerics during the first two hours and then it stops working, and the readings disappeared. It was discovered during patient use but no patient harm was reported.

Manufacturer narrative:
The customer reported the bedside monitor (bsm) will give waves/numerics during the first two hours and then it stops working, and the readings disappeared. It was discovered during patient use but no patient harm was reported. The customer sent the device into nihon kohden repair center (nkrc) for service. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided and that the device has been sent into nkrc.